Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. The reported blood glucose level was 220 mg/dl. The device was returned for a replacement, and a new pump was provided to the customer.